Event description:
A customer reported a malfunction alarm but there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, providing necessary guidance and confirming that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears, and the customer acknowledged these instructions.